Event description:
It was reported that the patient presented in the clinic. It was visualized under fluoroscopy that the left ventricular (lv) lead was dislodged and was exhibiting loss of capture. The physician opted to explant and replace the lv lead, a new lead was successfully implanted. The patient was in stable condition.